Event description:
It was reported that during a lavh procedure, the doctor was using the device and mid way through the lavh, the tissue pad slipped off the clips of the instrument. The instrument was removed, and another device used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.